Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Technical services reviewed the submitted log files, and a no external power alarm occurred while the device was connected to the mobile power unit. Additional information was requested, but was not provided.

Manufacturer narrative:
Age: correction. Approximate age of device was inadvertently omitted from the previous report. Approximate age of device - 1 year, 1 month.

Manufacturer narrative:
Section h4: additional information. Log file analysis confirmed no external power events on (B)(6) 2018 at 11:36am, (B)(6) 2018 at 9:06am, 11:56am, and (B)(6) 2018 12:06pm, while the system was connected to the mobile power unit (mpu). The events corresponded to alarms for low battery hazard and no external power. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. A specific cause could not be conclusively determined. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The events resolved upon reconnection to external power. No further information was provided. The manufacturer is closing the file on this event.